Manufacturer narrative:
(B)(4). This is a report of use error, where the patient connected to the patient line during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It also warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide provides step-by-step instructions for properly repriming the patient line. A review of the label for the product family will be conducted. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a home patient failed to follow therapy steps. It was discovered during the initial drain cycle of peritoneal dialysis therapy that the patient had connected before priming the patient line. The technical service representative advised the home patient to complete therapy with manual supplies. The patient would contact their registered nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.